Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use. Some time after angio-seal deployment, the patient was readmitted for surgery to open the femoral artery and remove an occlusion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.